Event description:
The customer reported that six hours after the patient was fitted with the device, the internal cannula disconnected even though the connection system was on "lock". A non-routine replacement of the tube was required.